Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic for a normal generator change out, the set screw became stripped when the physician attempted to loosen it from the head. The physician used an orthopedic bone saw to cut away the header to loosen the lead. The device was then explanted and replaced as scheduled.

Manufacturer narrative:
The header was damage prior receiving for analysis. It is believed the header damage occurred at explant. Upon received, communication could not be established between the device and the programmer due to low battery voltage. The device was tested on the bench; testing revealed normal device characteristics. A longevity calculation was performed, and the battery depletion was normal based on the device usage.